Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The master tool manipulator (mtm) was analyzed, and the complaint was confirmed via system logs but was not replicated by failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform where it passed all tests. The probable root cause was attributed to miscalibration of the system prior to usage, per failure analysis findings.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. As of the date of this report, the mtm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer called in to report that the right master tool manipulator (mtm) has been intermittently losing control. The customer mentioned she has already done the troubleshooting with the isi field service engineer (fse) and the customer was requested to call to report the issue. The customer was unable to perform any troubleshooting due to an ongoing surgery, therefore the intuitive surgical (is) technical support engineer (tse) requested to try to troubleshoot using their other surgeon side console (ssc), but it was also in use. The logs were not showing errors pointing to this issue and it could be user related. Upon further investigation it was found that arm 2 had a recoverable fault during procedure, error code 23098. The commanded brake state did not match the actual brake state on armnet2, set up joint (suj) distal (tornado) but was not being controlled by the right mtm. The procedure was completed with no patient injury. Isi contacted the fse and was told the customer was able to complete the procedure.